Manufacturer narrative:
Product analysis: analysis was able to confirm the output connector assembly was broken. Analysis also noted that the upper case was broken, the main seal was pinched,one plug was damaged, the battery wires were pinched without compromised insulation, and the display wires were pinched with exposed insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a faulty atrial connection. The epg was returned for service. No patient complications have been reported as a result of this event.